Event description:
A malfunction alarm occurred with a code labeled malf 12. There was no reported adverse impact to the customer¿s blood glucose level. The customer reset the pump and continued using it for insulin therapy.